Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced intermittent vibration from the receiver and a low event. The patient reported that she leaves the receiver on vibration and her husband is able to hear if it gives an alert while on vibration setting. Patient stated that her sugar level was low, under 55mg/dl, while sleeping but stated there was no vibration from the receiver. Patient's husband got up to use the restroom and called out to the patient but there was no answer. Patient's picked up the receiver which read "low" and then placed honey under the patient's tongue. After 20 minutes the patient's glucose levels returned to normal. At the time of contact, the patient was in normal condition. No additional event or patient information is available. The receiver was returned for investigation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A "try it" manual test was performed and speaker sounded. A visual interior inspection was performed and the inspection passed. A measured vibrator motor resistance test was performed s and the reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.